Event description:
A drug leak was found 21 days after placement. A graft was originally placed which got infected. The graft was removed and this device was placed. During dialysis, a small amount of blood leaked. The leak site was located near the vein side of the thick part of the y-site. The patient had hemodialysis. A heparin lock was performed in both lumens.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.